Event description:
It was reported that the patient was hospitalized for hypoglycemia. The pt reported that they were connected to the infusion set during the rewind and load cartridge process, and the pump dispensed insulin during the load cartridge step.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a misaligned display screen and damaged force sensor pins. The pt reported that she was connected to the infusion set during the rewind and load cartridge process. The user guide instructs users to disconnect from the infusion set prior to initiating the prime/rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor. The user must manually confirm this alert before proceeding with the rewind process.